Event description:
Boston scientific received information that the pulse generator in association with this transvenous right ventricular lead may have caused or contributed to the patient's symptom of syncope. The boston scientific local area sales representative indicated that the patient had many medical issue and that the syncope may not be device related. The patient had had a surgery and ventricular tachycardia (vt) noise was stored during the surgery from what looks like electrocautery. There was greater than two seconds pause for oversensing as a result. The noise was unable to be reproduced. Beyond the noted syncope, there were no other reported adverse patient effects.

Manufacturer narrative:
Changes in ventricular sensitivity were made so the device would not inhibit and oversense. To date, information suggests that these medical devices remain actively in service without further issue.